Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked, and moisture was found inside. A leak test was performed and failed due to a battery compartment leak and display lens leak. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a battery compartment leak, moisture ingress, and a display lens leak. This report is made based on results of investigation completed on (B)(6) 2015.